Manufacturer narrative:
Corrosion was discovered in the bearings.

Event description:
The core impaction drill was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.